Manufacturer narrative:
Failure analysis for fiber 0010-2400-628a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped working and a different footswitch was requested by the surgeon. The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, a fiber over temperature message was received and the fiber stopped working. The doctor felt that the (greenlight) resection was adequate and did not need to open another surgical fiber - procedure completed using the second surgical fiber. There were no patient complications - no injury was reported. This report is for the second surgical fiber used.